Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00217 and 3007042319-2016-00218) submitted for devices related to the same event.

Event description:
It was reported by the vad equipment manager that the patient had been experiencing loose connections with the controller for two weeks accompanied by brief battery disconnects. On the way to clinic visit, the patient experienced a "critical battery" alarm and battery disconnect resulting in a "vad stop" condition. The patient remained asymptomatic during the event and exchanged his controller without issue. Log files were sent. The controller and one battery was replaced. Investigation is ongoing.

Manufacturer narrative:
One controller ((B)(4)) and one battery ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the controller met all requirements for release. Analysis of the returned controller revealed that the device failed to meet specifications; the device failed visual inspection as a result of power source port one (1) connector found loose from the controller housing; however, the port performed proper mating and locks action when a power source was connected and the controller passed functional testing. The issue with loose connectors is currently being investigated. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process an internal investigation has been opened by the supplier to address the controller power port loose connectors. This is one of two reports (3007042319-2016-00217 and 3007042319-2016-00218) submitted for devices related to the same event.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.